Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4 with posterior 1 (p1) leaflet prolapse. Reportedly, there was difficulty with visualization due to anatomy. One mitraclip was implanted on the anterior 1 (a1) and posterior (p1) leaflets without reported issue. Following, the clip detached from the anterior leaflet, while remaining attached to the posterior leaflet (single leaflet device attachment-slda). A decrease in mr was not obtained as the mr remained grade 4. No other clips were implanted and no treatment was reported for the slda clip. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Correction: patient weight. The device was not returned for analysis. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and the cause for reported single leaflet device attachment (slda) was due to patient pathology/morphology in conjunction with procedural circumstances (poor visualization). The reported adverse event of unchanged mitral regurgitation was a result of the slda. The reported poor image resolution was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: mitraclip (cds0502 80618u146) grasped the leaflets without reported issues, reducing the mr to grade 2+. Post implant, the previously reported single leaflet device attachment (slda) occurred and the mitral regurgitation (mr) was grade 4. On (B)(6) 2018, mr grade 3+ was noted.